Manufacturer narrative:
The following statement was inadvertently omitted from the previous report: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h10: the following statement was inadvertently omitted from the initial report: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs lead kit, model: 6173, UDI: (B)(4), serial: (B)(6), batch: 7414841. Correction: section b5: the date of the unrelated ipg replacement was omitted from the initial report: 22dec2023.

Event description:
It was reported that during the patient's unrelated ipg replacement procedure, high impedances were noted on one of the patient's leads. The ipg replacement procedure was completed and the issue persisted. The lead still remains implanted. It is unknown which lead had high impedances.

Manufacturer narrative:
Date of event is estimated.